Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced ongoing low blood glucose (bg) levels of 33 mg/dl. Customer consumed carbohydrates to address low bgs. Tandem technical support performed a system check on the pump and determined that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management. In addition, it was reported that a cartridge leaked. Customer reported no impact to the customer's bgs and customer changed cartridge to resolve the issue.